Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. Corrected data: remove h6 #1071-thermal decomposition of device. There was no plastic distal end cover (c-cover) burn that was originally reported. The c-cover burn was reported in error. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the foreign material; however, the type of the material cannot be identified. There was a possibility that the foreign material could not be removed since it could not be properly reprocessed due to leakage from s-cover. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited air/water cylinder, air/water tube, and plastic distal end cover all had foreign objects and plastic distal end cover had a burn. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.